Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 9.8mmol/l. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to defective component on the mother board. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.